Event description:
During an interventional procedure, a 4.0, 22mm crown stent was deployed in the left anterior descending artery at 7 atmospheres. The stent balloon was subsequently reinflated to 12 atmospheres which began rapidly deflating after 1-2 seconds. The balloon was then put on negative pressure and subsequently attempted to be removed from the coronary artery. The balloon could not be moved from its position in the stent and was therefore left in its place. Pt was sent to the operating room for emergency c.a.b.g.